Manufacturer narrative:
(B)(6). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA 05/09/2011.

Event description:
The customer reported that after repair and general check, the shelf in the ep equipment rack, holding the st jude ensite velocity amplifier equipment, again, fell to the floor, while a staff member was moving the ep equipment rack into position.